Event description:
It was reported that the device was used during a low anterior resection. The device would not staple. The surgeon placed overstitches to close the tissue. There was no consequence to the pt.